Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in exposure of the receiver-coil/transducer. The patient was treated with antibiotics; however, the condition did not resolve. Plans are in place to explant the device and reimplant the patient with a new device; however, this has not yet occurred as of the date of this report.